Manufacturer narrative:
The final device was evaluated and the investigation was completed; the reported issue was confirmed. The device was repaired and returned to use.

Event description:
This report summarizes 10 malfunction events, where it was reported there was unintended zoom motion. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 9 devices were evaluated in the field and the issue was confirmed; 9 devices had broken/damaged components,1 device had a worn component. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported there was unintended zoom motion. There was no patient involvement.